Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation . The patient reported at an unknown time prior to the start of the alleged issue, the patient developed symptoms of ¿cold sweat and numbness.¿ the patient reported on (B)(6) 2014 at 3 am she tried testing on the meter and the issue occurred. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diabetes management routine. The patient reported on (B)(6) 2014 between 3-4 am she was treated by emergency medical services (ems) and a reading of ¿69 mg/dl¿ was obtained by ems. The patient reported she was treated by ems with something to eat or drink. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used and there was no misuse of the meter. The cca discovered the meter¿s battery did not need to be replaced. The patient reported using the correct test strips. When a new test strip was inserted, the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue, she was unable to test her blood glucose while having symptoms of suggestive of hypoglycemia, and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.